Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual examination of the returned device revealed that the packaging was slightly opened. There appeared to be no blemishes in the adhesive sealing which indicates that the package was properly sealed at one time. Therefore, this does not appear to be a manufacturing related issue. It could not be determined how or when the package was opened. The reported complaint of "package was not sealed properly" was not confirmed based upon the returned sample. There did not appear to be any gaps in the adhesive that forms the sterile barrier for the packaging which indicates that the package was properly sealed at one time. Therefore, this does not appear to be a manufacturing related issue. It could not be determined how or why the package was opened. No visual defects were observed in the sealing application.

Event description:
Customer complaint alleges "the package was not properly sealed, so the product wasn't sterile." Alleged defect was detected prior to patient use. No report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the package was not properly sealed, so the product wasn't sterile." Alleged defect was detected prior to patient use. No report of patient harm or delay in treatment.